Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause for the device contamination could not be identified. As a result of the device evaluation, it was confirmed that there were repaired areas in the subject device. However, because the location where the microbial contamination was detected is unknown, the relevance to the repaired areas is unknown. In addition, as part of the investigation, re-processing was performed on the device as described in the operation manual and samples were taken from all the subject device channels; the results of the culture tests were negative. The instruction manual of the model gf-uct180 describes the re-processing method in the following chapters: ¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures

Manufacturer narrative:
The suspect device was returned to olympus for investigation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for coagulase negative staphylococci. Device evaluation has not yet been completed. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that after a microbiological routine control test on the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope, the user detected an unexpected bacterial contamination. The problem, as reported to olympus, was identified during reprocessing. The user did not report any patient infections, injury or any other serious deterioration in the state of health of any person, to which this medical device could have been a contributory cause.